Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd 5mm autoshield¿ duo pen needle was difficult to operate. The following was recieved by the initial reporter: spouse of consumer reported, when taking injection, "thumb press" is hard to depress stated, wasn't sure if wife was getting complete dosage stated, blood sugar has been a little hight but couldn't give exact numbers, (over 100) stated, does not prime before taking injection date of event: unknown.

Event description:
It was reported the bd 5mm autoshield¿ duo pen needle was difficult to operate. The following was recieved by the initial reporter: spouse of consumer reported, when taking injection, "thumb press" is hard to depress stated, wasn't sure if wife was getting complete dosage stated, blood sugar has been a little hight but couldn't give exact numbers, (over 100) stated, does not prime before taking injection. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.